Event description:
It was reported that the patient underwent an l3-4 and l4-5 transforaminal posterior interbody spinal fusion using rhbmp-2/acs. Post -op, the patient developed injuries including but not limited to, bone growth and chronic pain. The patient continues to suffer pain and suffering, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4) (disc herniation).

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: status post laminotomy and discectomy l3-4, l4-5; recurrent disc herniation l3-4, l4-5; scarring at the l3-4 l4-5 level; intervertebral collapse, degenerative disc and joint disease l3-4, l4-5; spinal stenosis and foraminal stenosis bilateral l3-4, l4-5. Procedure: re-exploration of laminotomy discectomy l4-5, l3-4. Transforaminal posterior interbody fusion right l3-4 and l4-5. Facetectomy formaintomy left l3-4, l4-5. Posterior spinal fusion l3-4, l4-5 bilateral. Cage instrumentation, l3-4, l4-5. Pedicle instrumentation l3,l4,l5 bilateral. Baseline neurophysiologic intraoperative assessment prior to prep/ drape, lower extremity neural elements using the nims system. Intraoperative neural junction stimulation of bilateral l3 bilateral l4 and bilateral l5 nerve roots using the nims system. Intraoperative neurophysiologic monitoring of lumbar and sacral roots using the nims system. Perop: cancellous autologous bone, bone morphogenetic protein and cancellous allogenous bone were placed in the lateral gutters bilaterally from l3-l5. On (B)(6) 2008: patient presented with the following pre-op diagnosis: status post l3-4, l4-5 posterior and neural decompressive fusion. Extensive scar. Scoliosis, spinal stenosis, herniated nucleus pulposus, spinal curve, gait disturbance, degenerative disk and joint disease l2-3 with radiculopathy and extra difficulty. Procedure: intraoperative biplane fluoroscopy, exploration of spinal fusion l3, l4, l5. Removal of posterior pedicle instrumentation l3, l4,l5 bilaterally, left sided transforaminal interbody fusion l2-3 with extra difficulty. Transpedicular neural decompression right l3 with extra difficulty. Cage instrumentation l2-3 with intra cage bone morphogenetic protein. Posterior transverse process fusion l2, l3, l4 bilaterally. Posterior instrumentation l1-l4 bilaterally. Procedure: the placement of bone morphogenetic protein and cancellous autologous bone and the capsule and implant filled with bone morphogenetic protein and cancellous autologous bone in the intradiscal space on the left side. Onlay bone graft with bone morphogenetic protein was as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.